Event description:
Patient reported their top left front tooth is moved back and is very painful and sensitive. Their bottom teeth seem to have move and they are very sensitive. At check in patient marked true to discomfort, loose and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.